Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with the subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain around the device implant site. The patient completed a remote home interrogation. The following physician reviewed the interrogation and noted no anomalies. The patient presented to the emergency room two days later with complaint of chest pain. The device pocket was red and swollen; however, no oozing was observed. The electrode was noted to have moved from the original implant location and this tunneling tool was observed to have perforated this patients' colon. Surgical intervention was undertaken. The device and electrode were explanted. The device is in possession of the hospital; the electrode was noted to be cut in pieces and this tunneling tool was discarded. No additional adverse patient effects were reported.